Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post op, rod was broken. Patient was in agony/pain due to the rod breakage.

Manufacturer narrative:
X-ray image review result: post-op x-ray for thoraco lumbar fusion show on intersecting contract that spurs the lumber spine without many point of fixation of deformity correction. Fusion status is unknown . There is a rod fracture present level unknown. If information is provided in the future, a supplemental report will be issued.